Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap. The insulin pump was unable to perform operating currents, off no power, basic occlusion, occlusion, excessive no delivery test and displacement test due to blank display. The insulin pump received with scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer stated that the battery compartment and spring were corroded. The customer stated that the battery cap was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.